Manufacturer narrative:
Perez, d., mamber, a., pasherstnik, m., koulikov, d., natsheh, a. E., shenfeld, o. Z., kafka, I. Z., warszawer, t., malinger, a., chertin, b. (2026). Image-guided robotic-assisted waterjet ablation of prostate (aquablation) versus convective water vapor thermal therapy (rezum) in patients with prostate volume less than 80 grams. Journal of laparoendoscopic and advance surgical techniques, 36(6), 417-422. 10.1177/10926429261434787. Detailed product information was not provided to boston scientific. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a literature article published in journal of laparoendoscopic and advance surgical techniques, that a prospective study was conducted to compare the efficacy, safety, and durability between rezum water vapor thermal therapy and aquablation, in the treatment of benign prostatic hyperplasia. A total of 104 patients with prostate volume greater than 80 grams underwent rezum therapy at a single tertiary medical center between 2023 and 2025. Postoperative complications and re-intervention following rezum therapy were reported under the clavien-dindo grade scale. Postoperatively, 5 patients presented with a clavien-dindo grade I, and 6 patients presented with grade ii. Additionally, 7 patients required medication, and 4 patients required surgical re-intervention post-procedure.